Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated they had been having symptoms of dizziness and shortness of breath for the past three days. When they arrived at the emergency room it was noted that the right ventricular (rv) lead exhibited noise which inhibited pacing causing the patient to have long pauses in pacing and subsequent dizziness and shortness of breath. The rv lead also exhibited high impedance. The patient's heart rate was dropping into the twenties due to the inhibition of pacing. The device was reprogrammed and after that the heart remained stable. The rv lead was later capped and replaced. No further patient complications have been reported as a result of this event.